Event description:
As reported via legal documentation approximately 117 months after a right total knee replacement, the patient underwent a revision surgery after experiencing prosthesis wear, chronic pain, instability and loosening. A revision operative report was provided. Intraoperatively, it was noted that instability, loosening and debonding was observed. Femoral and tibial components were easily removed and the patella component had mild to moderate wear. No medical or surgical interventions were reported. There is no additional information.

Manufacturer narrative:
D10: 200-02-32 - three peg patella 32mm, (B)(6). 200-04-22 - cemented finned tib. Tra sz 2f/2t, (B)(6). 230-03-02 - optetrak asy,cr cemented femoral, sz 2, (B)(6). Multiple MDR reports were filed for this event, please see associated report: 1038671-2023-02610. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, h6. The following sections were corrected: h6. MDR section codes updated/corrected: b, c, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loosening, and instability or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.